Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h10,h11. Corrected section: h6- problm code changed to 2979.

Event description:
N/a

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, 7mm extended length endoscope rubber end for camera attachment was damaged. A new device was used to complete the procedure. There was no procedural delay. There was no patient harm. Photo provided by complainant shows the rubber end of the scope with part of the rubber partially detached and dangling from the scope.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/22/2024. An investigation was conducted on 05/28/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood. The black o-ring was observed to be out of the base of the endoscope. No other visual defects were observed. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope tip was observed to be intact with no visual defects observed. The black o-ring was observed to be out of the base of the endoscope. No other visual defects were observed. No imaging test was conducted due to the popped out o- ring. Based on the returned condition of the device as well as the evaluation results and the photographic evaluation, the reported failure "material protrusion / extrusion" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.